Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Lot/serial # unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that implant screw fractured during the clinical procedure at tooth site number 30 the replacement process has been completed. Per indicated no delay or injury.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Gold-tite® square uniscrew (unisg) was returned for investigation. Visual evaluation of the as returned product identified significant wear from use, and fracturing of the threaded region. No pre-existing conditions were noted on the per. The reported product was located on tooth site 30 (universal) and used for an unknown period of time prior to fracture. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the unisg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction has occurred and the reported event was confirmed.